Manufacturer narrative:
Retainer ring = clear case type = ngp customer returned device for an alleged no motor movement or negligible movement. Retries to free a stuck motor failed. And failed device test on event date (B)(6) 2021. Device passed the self test, sleep current measurement test and active current measurement test. However, unable to perform the dat, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to reoccurring no motor movement or negligible movement. Retries to free a stuck motor failed.. Test p-cap locked properly into the reservoir compartment, however, damage to the retainer ring was noted. Unit successfully downloaded to thump. No motor movement or negligible movement. Retries to free a stuck motor failed. Observed during testing on (B)(6) 2022 12:19:34.000 due to a motor defect. Device was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, missing display window cover, cracked case - corner of belt clip rails, cracked reservoir tube lip and cracked retainer. In summary, costumer allegations confirmed forno motor movement or negligible movement. Retries to free a stuck motor failed. During testing, problem isolated to the motor. Device passed self test. Moisture damage noted on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump did not pass displacement verification test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.